Manufacturer narrative:
Manufacturer's report date: 04/13/2011. (B)(4). The customer's report of a leaking set was confirmed. During visual inspection of the set received, it was noted that the silicone tubing had a tear near the upper blue fitment. Visual examination noted a crush mark to the upper fitment. The root cause of the leak was identified as a tear in the silicone segment. The cause of the tear was not identified.

Event description:
Customer reported blood dripping on to the floor. Blood was noted from the top to the bottom of the section of tubing that clamps into the pump. Estimated blood loss was < 10 ml. Infusion was completed without incident. No harm to patient reported and no medical intervention was required.